Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. On the same day, the patient suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study stent.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction).